Manufacturer narrative:
Exact date unknown, event occurred a couple years ago.

Event description:
It was reported that the patient initially planned to have an ipg replacement, however, during the procedure the lead tails would not fit. The patient opted to have the ipg explanted. The reason for the revision was unknown. No further information could be obtained despite good faith efforts.